Event description:
A malfunction was reported where the pump displayed malf 16 and required resetting. There was no reported impact to the customer's blood glucose level. Technical support assisted in resetting the pump, but the issue recurred, leading to the decision to replace the pump. The customer, who uses an alternate form of insulin therapy, mdi, was informed about the replacement process and instructed on how to return the defective pump.